Event description:
It was reported that the patient was experiencing discomfort since implant. The patient underwent a revision procedure wherein the leads and clik anchors were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: 7076543. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 30170148.

Manufacturer narrative:
Sc-2352-50, (sn: (B)(6)). The returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut into two pieces approximately 42 cm from the distal end of the lead and the proximal portion of the lead was not returned. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. Electrical test could not be performed due to the cut lead body. The damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead aside from the clean cut. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Sc-4318 (ln: 30170148/30170148). The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing discomfort since implant. The patient underwent a revision procedure wherein the leads and clik anchors were replaced. The patient was doing well postoperatively.